Manufacturer narrative:
Correction to h6; component code, impact code, device code, type of investigation, investigation findings, investigation conclusion. The 23mm sapien 3 ultra valve was not returned for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for valve stenosis, central regurgitation, leaflet thickened, and leaflet motion restricted-were confirmed based on the medical record. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, "approximately 10 month and 11 days post tavr implant using a 23mm ultra valve via transfemoral approach, the patient is being worked up for possible thrombus", "per proctor review, CT image is compatible with halt in one leaflet and 3 post", "per medical record review, the 8-months echo indicated biventricular dilation with lvef of 10%. The bioprosthetic valve with mod-severe central ai. Mobile density in the lvot. The 9-month echo: indicated a lvef of 20-25%, severe grade iii diastolic dysfunction (restrictive). Global hypokinesis, bioprosthetic valve with mild prosthetic valvular regurgitation present. The peak/mean gradients are 19/12mmhg, ava of 0.77cm2 (vti). A chord noted in lvot (as previously noted above)", and "ham was confirmed by cardiac CT and the cardiologist mentioned prescribing xarelto with plans to reevaluate the medication's effectiveness and halt was noted by proctor review". Per the IFU, thickened leaflet and stenosis were potential adverse events associated with the use of valve. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet thickened or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Per the medical report, the patient was noncompliant with their medication, and it was suspected that thrombus was presented, so the patient was being treated with blood thinners. Inadequate anticoagulant therapy can increase the risk of thrombus formation on leaflet, which resembles leaflet thickening. Per the proctor review, motion restriction was noticed it's possible that as the leaflets thickened, this could have affected the leaflet functionality/coaptation of leaflets, resulting in leaflet motion restriction. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Due to the leaflet motion restricted in patient, it could prevent the valve leaflets from proper coaptation resulting in central regurgitation. In this case, available information suggests patient factors (leaflet motion restricted, thrombosis, inadequate anticoagulation therapy, leaflet thickening) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 10 months and 11 days post tavr implant using a 23mm ultra valve via transfemoral approach, the patient is being worked up for possible thrombus. Per medical record review, the patient's 9-month echo indicated a left ventricle ejection fraction (lvef) of 20-25%, severe grade iii diastolic dysfunction, and mild prosthetic valvular regurgitation. The peak/mean gradients are 19/12mmhg, with an aortic valve area (ava) of 0.77cm2 (vti). The patient's 10-month cardiology follow-up notes indicate that the patient was hospitalized recently for right heart failure. It was noted the patient was non-compliant with her medication and na++ restriction. The patient was not a candidate for redo tavr and not a candidate for open surgical aortic valve replacement (avr) and was considered a high risk for surgery. The patient sought a 2nd opinion from a different hospital and was offered a valve-in-valve procedure. The CT showed ham (hypo attenuation affecting leaflet motion). The decision was made to start the patient on anticoagulation first and see if the motion restriction improves with a valve-in-valve procedure as a backup. Thrombus was not confirmed in the review of the received medical records. Halt was noted by proctor review.

Manufacturer narrative:
The investigation is ongoing. H3 other text: valve remains implanted.